Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level with moderate to high ketones. The continuous glucose monitor read "high"; however, a specific bg value not provided. A manual insulin injection was administered to address bg level. Customer reverted to an alternate tandem insulin pump for insulin therapy.